Event description:
It was reported that the patient¿s therapy was ¿good for a while, but it was botched so badly¿ that the patient did not want to have a replacement. The patient had not been ¿satisfied¿ with the therapy. Therapy reportedly ¿worked better than not having it¿. However, after the patient had surgery to have the implantable neurostimulator (ins) and leads explanted about 5 years prior to the report, a 3 inch section of the lead was left in the patient¿s body and had to be removed 2 weeks later. The reporter indicated that this was ¿such a bad experience¿ for the patient that she did not want to go through another back surgery to implant a new system. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3888-28, lot# unknown, serial# (B)(4), implanted: 1995-(B)(6), product type lead product ID neu_unknown_lead, lot# unknown, implanted: 1995-(B)(6), product type lead product ID 7435, (B)(4), product type programmer, patient product ID neu_unknown_lead lot# unknown, implanted: 1995-(B)(6), product type lead product ID 3888-28, lot# unknown, serial# (B)(4), implanted: 1995-(B)(6), (B)(4).

Manufacturer narrative:
(B)(4).